Event description:
Event description guidant received information from a clinician that this device, which was included on the second population advisory list, had malfunctioned. The field representative was not aware of any malfunction and stated that the device will be replaced as the patient is pacemaker dependent.